Event description:
It was reported a patient's pacemaker presented with oversensing noise, causing automatic mode switch (ams) and high ventricular rate (hvr) episodes. No changes were reported. The patient was stable.